Event description:
This customer reported that device cancelled a shock in the AED mode. The involved patient died. It has not yet been determined what role the device behavior played in the patient outcome.

Manufacturer narrative:
(B)(4). This customer reported that device cancelled a shock in the AED mode. The involved patient died. It has not yet been determined what role the device behavior played in the patient outcome. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more information about this event.